Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that after the first firing with seamguard and a black reload the anvil was bent. The staple line was complete with no issue. Leak test was preformed and no bubbles were present. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.